Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the log file from the patient event was provided. A review of the log from the event date (B)(6) 2025 indicated the device powered on with defib cable ID 11, then the device recorded a cable change to defib cable ID. A few seconds later, the device detected a valid impedance and began displaying an ECG signal. The log analysis did not indicate any detection of a short circuit during the entire event; there is no evidence in the log review that the device experienced an issue during the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 3-month-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.